Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records of the generator confirmed all quality tests were passed prior to distribution.

Event description:
It was reported that the patient underwent generator replacement surgery on (B)(6) 2013. The generator has not been received for analysis to date.

Event description:
Clinic notes dated (B)(6) 2013 indicated that the patient experienced frequent seizures and was hospitalized on (B)(6) 2013. The patient was discharged on (B)(6) 2013 after the seizures had stopped. The patient was referred for surgery due to diagnostics resulted in a low output current. The patient was seen by a surgeon who indicated that he does not believe that there is a problem with the patient's generator and that he adjusted the patient's settings and requested follow-up in two weeks. It was reported that this upset the patient's neurologist and that he was planning on referring the patient to another surgeon. Attempts to obtain additional information have been unsuccessful to date. Surgery is likely, but has not occurred to date.

Manufacturer narrative:
Corrected data:the initial MFR. Report inadvertently listed the wrong date.